Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test and verify no delivery alarm due to motor error alarm. No insulin smell on pump noted during testing. No moisture damage on electronics noted during testing. The insulin pump had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they received a motor error alarm and no delivery alarm. The customer's blood glucose was 120 mg/dl at the time of incident. The customer's father stated that they were able to rewind the insulin pump. The customer's father stated that the insulin pump was not exposed to high magnetic fields. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.